Event description:
On (B)(6) 2012, hl20 with serial number (B)(4) gave a no comm error in the lower window of the rotaflow, at (B)(6). This event did not occur during use. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for the event. The unit did show problem for operator several times while unit was on test circuit. The maquet sales and service representative tried to duplicate the problem with no success. The unit was set up with a test circuit and ran for 36 hours with no problems. The maquet sales and service representative verified that the odu or connector on the bottom of the rotaflow was acceptable. The pins on the cable from the drive head and all connections to the modules in the back of the unit were checked. Pressure calibrations and stops were also checked. A full functional test was performed and no error messages were observed. Additionally, the maquet sales and service representative tried to verify the problem on two (2) different visits to the hospital and could not duplicate the problem. (B)(4).